Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited one beat of crosstalk oversensing in the right ventricular (rv) channel. Technical services (ts) was consulted and recommended reprogramming options and testing if the oversensing increases. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.